Event description:
Additional information received via email 05-nov-2021: date of event is unknown, there was no patient involvement or adverse effects.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed.received device in good condition with no physical damage. The technician filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. The root cause of the reported issue was found to be a crack in the return tube which had leaked water, and damaged multiple internal components. Due to the design. The technician replaced main printed circuit board (pcb) and return tube. A corrective and preventative action has been opened to address the reported issue. A supplier corrective action request) has been opened.

Event description:
It was reported the device shut off without the user pressing the power button. No adverse effects reported.